Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, upon activation by foot pedal, only sound was heard from the console. No rf was seen transferred to targeted tissue from the chisel micro vulcan angled integrated. Nothing happen except for the sound of ¿activation¿ on console. Saline was checked and cables were replug in to try again, but same result as previous. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection did not reveal any malfunction. A functional evaluation revealed the wand was recognized by controller but did not function. No energy could be delivered to the tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include a broken electrical connection. No containment or corrective actions are recommended at this time.